Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0177998r, product type catheter; product ID 8578, lot # n084297, product type accessory. (B)(4).

Event description:
It was reported that following a pump replacement (refer to manufacturer report # 3004209178-2014-13455 for the replacement event), that the patient was ¿not very awake.¿ the health care provider (hcp) wanted a device manufacturer representative paged on the date of this report to program a dose decrease as the patient¿s normal care facility suggested decreasing the dose. The patient was in the ICU (intensive care unit) to due not being very awake. The device system was used to deliver baclofen. It was further reported the daily dose of the baclofen had been 1,096 per 24 hours at a concentration of 2,000mcg; however, it was unclear what the dose/concentration were following the pump replacement.